Event description:
The pt called lifescan and alleged the one touch profile meter was reading inaccurately erratic. The readings were 66 mg/dl and 210 mg/dl. The time difference is unk. No signs or symptoms of high or low blood glucose were reported. No medical advice was sought, nor treatment given. The customer care rep performed troubleshooting and the check strip test did not pass. The test was repeated and did not pass. The incident is reported as a product malfunction due to the failed check strip. The meter and test strips were replaced and return is expected.